Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient reported no graph and no glucose displayed after they cleared an urgent low alert. No medical intervention was reported. Additional event or patient information is not available.